Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower, user had issues with getting meds pulled at a timely manner for the patients. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter facility name a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 21-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system encountered repeated idling issues. A technical support specialist (tss) dialed into the station and checked the database size, then performed a shrink operation. A query was run on the server, revealing that inactivity visit days were set to 35 instead of the default 60. Additionally, (B)(4)inactive medications were found, which may have contributed to the slowness. The customer was informed and asked to monitor performance. The full synchronization was performed on the station by field service engineer to resolve the issue. The customer verified that the issue was resolved and granted permission to proceed with case closure. The system functioned as intended after the field service engineer resolved the issue of the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es tower, user had issues with getting meds pulled at a timely manner for the patients. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.